Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the shocking sensation when the patient was lying down on his back was that "sometimes when he was given an impression that programming to levels 'c or d' are even good for lying down, but they were not and caused a shocking sensation." The patient jumped out of bed and changed the program to a different level to resolve the shocking sensation while lying on his back, and the issue resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient laid on their back, he would experience a shocking sensation when on groups a, b, c and d. It was noted that this issue had been occurring since they were implanted on (B)(6) 2015 and the patient would change to group e settings before he laid down at night. The patient had the ability to change the stimulation; he was able to increase and decrease it. In conclusion, the patient was redirected to their healthcare professional (hcp). There were no further complications anticipated. Follow-up has been conducted to obtain this information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-11. The patient stated they are not sure whether the experience was due to faulty equipment or not correct set-ups by the professionals. No further complications were reported/are anticipated.